Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as april 10, 2012. In the initial report. The device manufacture date has been updated as may 6, 2014. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter number (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the coupling sleeve on the attachment device had come apart. According to the report, the two pins that hold that sleeve in place were missing. The event did not occur during surgery. There was no patient involvement. There were no delays in the surgical procedure. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.